Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the 4 bd ultra-fine¿ nano¿ pen needles would not remove from pen. The following information was provided by the initial reporter: consumer reported found 4 pen needles that would not remove from his pen. Had to use needle nose plyer.